Event description:
It was reported that during a laparoscopic cholecystectomy surgeon was using endopouch pro46. Surgeon reported the specimen bag broke while using it on the pt. A second specimen bag was used and broke. A third specimen bag was used and the procedure was completed with no pt consequence.